Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake detent housing was cracked into pieces. He replaced the brake detent to repair the bed.